Event description:
A malfunction alarm was reported, but no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer received assistance from technical support to reset the pump, and the malfunction did not recur after the reset.